Manufacturer narrative:
Conclusion: device investigation revealed a coil wire fracture with a characteristic fatigue pattern. A chronic movement of the coil section has likely caused this fatigue fracture over the years. Unreported or unknown impacts may have also contributed to the breakage. This is a final report.

Event description:
The explanted device was received for investigation. The device investigation revealed a coil wire fracture with a characteristic fatigue pattern. The user was not reimplanted.